Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 330 mg/dl. The customer delivered a bolus with the pump; however, bg level did not appear to be lowering. A system check performed with tandem technical support noted air bubbles in the tubing. The customer was instructed through the process of disconnecting the infusion set from the cartridge luer lock and priming the air out of the tubing. It was indicated that the customer would also change the infusion set if bg level did not lower after the bubbles had been primed out.